Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 600 mg/dl. The customer was declined for troubleshooting. It was unknown whether the customer was using the pump within 48 hours of the reported event. It was unknown whether the auto-mode feature was active. No further patient complications were reported. It was unknown whether the customer will discontinue to use the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. There were no boluses listed on the event date 02-aug-2023 in the pump history file. Please see below for the daily total of all insulin delivered on the event date 02-aug-2023 in the pump history file. (B)(6) 2023 00:00:00.000 dailytotals dailytotalcollectionstarttime = (B)(6) 2023 00:00:00.000 dailytotalofallinsulindelivered = 8.425 dailytotalofbasalinsulindelivered = 8.425 dailytotalofbolusinsulindelivered = 0 there were no auto suspend (12) alarm noted in the pump history file. Please see below for the user suspended alarm noted on the event date 02-aug-2023 in the pump history file. (B)(6) 2023 13:15:31.000 insulindeliverystopped reasonforinsulindeliverysuspension = user suspended please see below for the pump error(s)/alarm(s) noted 2 days prior to the event date 02-aug-2023 in the pump history file. (B)(6) 2023 08:17:00.000 alarmalertnotification faultnumber = lost sensor 1 alert (780) (B)(6) 2023 08:27:00.000 alarmalertnotification faultnumber = lost sensor 1 alert (780) (B)(6) 2023 11:56:40.000 alarmalertnotification faultnumber = sensor error alert (801) (B)(6) 2023 12:06:00.000 alarmalertnotification faultnumber = sensor error alert (801) (B)(6) 2023 21:32:00.000 alarmalertnotification faultnumber = lost sensor 1 alert (780) (B)(6) 2023 21:42:00.000 alarmalertnotification faultnumber = lost sensor 1 alert (780) (B)(6) 2023 23:42:00.000 alarmalertnotification faultnumber = lost sensor 2 alert (781) (B)(6) 2023 23:52:00.000 alarmalertnotification faultnumber = lost sensor 2 alert (781) the pump properly connected with the guardian 2 link transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 243 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensor error alert noted. Lost sensor 1 alert (780) not confirmed. Sensor error alert (801) not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.